Event description:
On 05/08/2006 the pt noticed a complete separation of the infusion set tubing from the luer lock. The pt did experience elevated blood glucose (approximately 430 mg/dl). The pt replaced her infusion set tubing and bolused to bring her blood glucose down. No outside medical assistance was needed. The pt discarded the affected infusion set tubing and no product will be returned. The pt did not report any physician symptoms associated with the elevated blood glucose.